Event description:
Vascular occlusion [vascular occlusion] rha4 on temples [off label use]. Case narrative: united states report received from company representative on 12-jun-2023 and refers to a female patient of an unknown age who had received rha4 on an unspecified date, for an unknown indication. A volume of one syringe of rha4 syringe was applied to the temples using an unspecified injection technique. It was not reported if the needle was used from the box and cannula was used during the administration of rha4. Previous cosmetic procedures and medical history was not provided. No concomitant medications, and food supplements were provided. On an unknown date in 2023 (reported as a month and a half ago), the patient experienced vascular occlusion. The patient received treatment (unspecified). On an unknown date in 2023, the outcome of the event was recovered. The intensity of the event was not provided. It was not reported if the product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Case comments: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.